Event description:
An orsiro drug-eluting stent system was selected for treatment. Pre-dilation of proximal circumflex with 2.0 compliant balloon. Ostium was not pre-dilated. Attempted to pass 2.25x15 orsiro which caught resistance in ostium of circumflex, unable to advance past distal left main. Catheter was removed and inspected, stent was not retained. Fluro revealed stent in distal left main. A compliant 2.0 balloon was inserted and aided to pass stent into the circumflex where it was ultimately deployed in the proximal vessel that contained the target lesion. UDI (B)(4).

Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.